Manufacturer narrative:
Model number/catalog number: 72404127, lot number: 0140478003, model/catalog description: control pump fgs iz, model number/catalog number: 72400024,lot number: 0147778007, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to fluid loss in the cuff. A revision surgery was performed in which a new aus device was implanted. Patient was reported to be fine after the procedure. No further information was requested due to the rep stating no more information was available at the moment. Should additional information become available, it will be provided.